Event description:
The customer reported that the spo2 value displayed was 90%, however, the patient turned blue. The patient experienced a rapid desaturation event that required intervention. The customer reported that no serious injury or permanent damage was sustained by the patient.